Event description:
(B)(4). The provider states the adjustment knob is bent on the left side and the right side is worn. The provider states he has no idea how this occured and neither does the end user. The provider states the end user using public transit so not sure if that is what caused it. No injuries noted (B)(4).